Event description:
It was reported that pump experienced malfunction alarm with code 14 and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump and to call back if issue returned, and chose not to rejoin sensor session or resume insulin with assistance during the call.